Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis will be completed. This investigation will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system explant due to infection. There was no report of adverse patient due to the explant procedure.